Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1912536) on 05-jul-2019. The most recent information was received on 11-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain, severe since as early as (B)(6) 2015 (++++)'), weight increased ('weight gain from 66 kg in 2012 to 105 kg by (B)(6) 2019') and apnoea ('apnea, very little') in a 41-year-old female patient who had essure (batch no. C64474) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arnold neuralgia (paroxysmal on the right) since 2012, cervicobrachialgia (right cervico-brachial neuralgia) since 2012, neuralgia (vascular, right side) since 2012 and temporomandibular joint syndrome (sadam) since 2012. Concomitant products included indometacin (chrono-indocid) since 2012, ketoprofen (ketum) since 2012, morphine sulfate (actiskenan) since 2012 and morphine sulfate (skenan) since 2012 for neuralgia as well as diazepam since 2012, fluoxetine hydrochloride (prozac) since 2012, ketamine since 2012, omeprazole since 2012, oxygen since 2012, pregabalin (lyrica) since 2012 and propranolol since 2012. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criterion medically significant), 1 month 3 days after insertion of essure. In (B)(6) 2019, the patient was found to have weight increased (seriousness criterion medically significant). On an unknown date, the patient experienced apnoea (seriousness criterion medically significant), tendonitis ("recurrent tendinitis of both arms"), ear pain ("right ear pain like otitis"), arthralgia ("joint pain knees, arms"), fatigue ("extreme tiredness"), hypersomnia ("16 to 20 hours sleep per day"), vertigo ("vestibular vertigo"), visual impairment ("vision problems"), diplopia ("double vision") and vision blurred ("blurry vision"). The patient was treated with camera for monitoring, physical therapy (vestibular physiotherapy since 2016, use of cane since (B)(6) 2019 to avoid falling) and under direction of an orthoptist, 60 sessions already. Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower, weight increased, apnoea, tendonitis, ear pain, arthralgia, fatigue, hypersomnia, vertigo, visual impairment, diplopia and vision blurred had not resolved. The reporter provided no causality assessment for abdominal pain lower, apnoea, arthralgia, diplopia, ear pain, fatigue, hypersomnia, tendonitis, vertigo, vision blurred, visual impairment and weight increased with essure. The reporter commented: she was on sick leave from work since (B)(6) 2012, she takes a lot of high dose treatments since 2012 due to concomitant conditions. In (B)(6) 2015, placement of the essure, one month after placement on (B)(6) 2015 incident started. Current state was repetitive tendinitis of both arms, joint pain knees, arms, right ear pain like otitis (several examinations performed, results: cause of pain not found), lower abdominal pain ++++ (blood test and gynaecologist appointment showed nothing to report). Practitioner at annual gynaecological follow-up stated that there was no problem. In 2012, she was 66 kg, in (B)(6) 2019 105kg, diet was not the cause, "it was the medicinal products", extreme tiredness, she sleeps 16 to 20 hours per day, they were setting up a camera for apneas hoping that it improved her condition, very little apnea but in view of her weight gain it was better, vestibular vertigo, the ent doctor did not understand because she had no symptoms and yet the results on the platform were not good, thus vestibular physiotherapy since 2016 and a cane to help so that she did not fall since (B)(6) 2019. Vision problems, double vision, blurry, so under the direction of an orthoptist, but after 60 sessions there was not much improvement. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2015: due to severe abdominal pain: unremarkable. Ear, nose and throat examination - on an unknown date: results on the platform (for vestibular vertigo) were not good in spite of lack of symptoms. Gynaecological examination - on an unknown date: gynecological follow-up every year: unremarkable; in (B)(6) 2015: due to severe abdominal pain: unremarkable. Investigation - on an unknown date: due to right ear pain: physicians did not know where the pain comes from. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain, severe since as early as (B)(6) 2015 (++++)') and apnoea ('apnea, very little') in a (B)(6) year-old female patient who had essure (batch no. C64474) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arnold neuralgia (paroxysmal on the right) since 2012, cervicobrachialgia (right cervico-brachial neuralgia) since 2012, neuralgia nos (vascular, right side) since 2012 and temporomandibular joint syndrome (temporomandibular joint dysfunction syndrome) since 2012. Concomitant products included indometacin (chrono-indocid) since 2012, ketoprofen (ketum) since 2012, morphine sulfate (actiskenan) since 2012 and morphine sulfate (skenan) since 2012 for neuralgia as well as diazepam since 2012, fluoxetine hydrochloride (prozac) since 2012, ketamine since 2012, omeprazole since 2012, oxygen since 2012, pregabalin (lyrica) since 2012 and propranolol since 2012. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criterion medically significant), 1 month 3 days after insertion of essure. In (B)(6) 2019, the patient was found to have weight increased ("weight gain from (B)(6) kg in 2012 to (B)(6) kg by (B)(6) 2019"). On an unknown date, the patient experienced apnoea (seriousness criterion medically significant), tendonitis ("recurrent tendinitis of both arms"), ear pain ("right ear pain like otitis"), arthralgia ("joint pain knees, arms"), fatigue ("extreme tiredness"), hypersomnia ("16 to 20 hours sleep per day"), vertigo ("vestibular vertigo"), visual impairment ("vision problems"), diplopia ("double vision") and vision blurred ("blurry vision"). The patient was treated with camera for monitoring, physical therapy (vestibular physiotherapy since 2016, use of cane since (B)(6) 2019 to avoid falling) and under direction of an orthoptist, 60 sessions already. Essure treatment was not changed. At the time of the report, the abdominal pain lower, apnoea, tendonitis, ear pain, arthralgia, weight increased, fatigue, hypersomnia, vertigo, visual impairment, diplopia and vision blurred had not resolved. The reporter provided no causality assessment for abdominal pain lower, apnoea, arthralgia, diplopia, ear pain, fatigue, hypersomnia, tendonitis, vertigo, vision blurred, visual impairment and weight increased with essure. The reporter commented: she was on sick leave from work since (B)(6) 2012, she takes a lot of high dose treatments since 2012 due to concomitant conditions. In (B)(6) 2015, placement of the essure, one month after placement on (B)(6) 2015 incident started. Current state was repetitive tendinitis of both arms, joint pain knees, arms, right ear pain like otitis (several examinations performed, results: cause of pain not found), lower abdominal pain ++++ (blood test and gynaecologist appointment showed nothing to report). Practitioner at annual gynaecological follow-up stated that there was no problem. In 2012, she was (B)(6) kg, in (B)(6) 2019 (B)(6) kg, diet was not the cause, "it was the medicinal products", extreme tiredness, she sleeps 16 to 20 hours per day, they were setting up a camera for apneas hoping that it improved her condition, very little apnea but in view of her weight gain it was better, vestibular vertigo, the ent doctor did not understand because she had no symptoms and yet the results on the platform were not good, thus vestibular physiotherapy since 2016 and a cane to help so that she did not fall since (B)(6) 2019. Vision problems, double vision, blurry, so under the direction of an orthoptist, but after 60 sessions there was not much improvement. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2015: due to severe abdominal pain: unremarkable. Ear, nose and throat examination - on an unknown date: results on the platform (for vestibular vertigo) were not good in spite of lack of symptoms. Gynaecological examination - on an unknown date: gynecological follow-up every year: unremarkable; in (B)(6) 2015: due to severe abdominal pain: unremarkable. Investigation - on an unknown date: due to right ear pain: physicians did not know where the pain comes from. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.